Manufacturer narrative:
Date of event is estimated the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain patient weight.

Event description:
It was reported the patient is not receiving effective therapy and was unable to enter MRI mode. Diagnostics indicated the left lead had high impedance on contacts 1-8. Surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was established.